Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after making meal announcements smaller than usual and using a low continuous glucose monitor (cgm) target. The ilet displayed a blood glucose (bg) of 57 mg/dl. Treatment for the event included eating carbohydrates with assistance from their husband. No medical intervention was required. They planned to consult their territory business manager regarding a factory reset and their doctor for future continuous glucose monitor target settings.